Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p select ous mr 16 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break measured at 193mm from the distal end of strain relief. Multiple kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-apr-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed,16 x 2.75mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the lesion with a non-bsc wire, a 16 x 2.75 promus premier select drug-eluting stent was advanced for treatment, but could not cross the lesion even after several attempts. The procedure was completed with a 2.50x16mm promus premier select stent. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a hypotube break.